Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
Correction - (B)(4).